Event description:
It was reported that a low reservoir alarm occurred on (B)(6) 2014 and empty on (B)(6) 2014. The patient had been admitted to the hospital when the empty reservoir occurred. Per the reporter, the patient failed to follow-up and the caregiver did not hear the alarm. The reporter indicated that they heard the alarm themselves so they knew it was working. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory product ID 8709, lot# j10871r25, implanted: 2001 (B)(6); product type catheter. (B)(4).